Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose was 400 mg/dl. There was calibration not accepted and change sensor alarm. It was unknown if the auto mode was active at the time of incident on the insulin pump. The troubleshooting was performed for calibration not accepted and change sensor alarm. The insulin pump will not be returned for analysis.